Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Explant date: not applicable, lens remains implanted, therefor not explanted. Initial reporter - telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. The manufacturing records review shows that the unit was released within specification. The complaint issue reported could not be confirmed and no product deficiency could be identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the lens was implanted and showed scratches on the optic. The patient ID is (B)(6) and the lens remains implanted. No further details were provided.

Manufacturer narrative:
Additional information: section b5 - describe event or problem: through follow-up we learned that the issue was with the left eye (os) and the post-operative vision was now at 1,0. No further details were provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.